Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data revealed no activity outside normal patient use. On investigation, the remaining insulin was calculated accurately. The pump was primed until 0 units remained in the cartridge, at which point, an empty cartridge alarm was appropriately emitted. The cartridge was removed from the pump and 0 units remaining were visually confirmed. Investigation did not confirm nor duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the pump¿s remaining insulin reading at the end of cartridge use was >20 units less than the actual amount that was in the cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged insulin remaining issue remained unresolved after troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.